Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter was not puncturing the vials which led to a leak. The leak occurred when a nurse squeezed the unknown bag while trying to reconstitute the drug. The customer also stated that it was particularly noticeable with the pantoprazole and vancomycin (non-baxter products) vials. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: three samples were received for evaluation. No defect was observed during visual inspection or functional testing. The samples were working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.